Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to (B)(6) 2011. The device detected an in range patient impedance, a manual power exceeding 10 minutes duration was recorded. No further data is available. A slight increase in voltage may suggest a further pad-pak was installed. The device failed several self-tests due to a low battery on the (B)(6) 2011. An increase in voltage was observed later on this date and the device passed a self-test. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between the (B)(6) 2015 and the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with the new membrane fitted. The voltage fluctuations were due to either the pad-pak not being properly seated in the device or a partially depleted unit may have been installed. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.